Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. This MDR has been sent via as2 system. Unfortunately, the certificates has expired and therefore, it did not pass on 24 september 2024 and it was not visible.

Event description:
The device was checked on (B)(6) 2024 at the hospital and the ventricular lead imp was found to be >3000ohms, r wave 4.29mv. No capture on ECG - the patient was seen to have underlying rhythm and sent for but urgent ventricular lead replacement. At replacement the lead was checked via the psa and all measurements were within normal parameters with nothing abnormal to see. The physician then queried that there may be a connection or header issue and has requested an analysis report on the explanted device. A new device was connected to same implanted ventricular lead and all checks were normal.

Event description:
The device was checked on (B)(6) 2024 at the hospital and the ventricular lead imp was found to be >3000ohms, r wave 4.29mv. No capture on ECG - the patient was seen to have underlying rhythm and sent for but urgent ventricular lead replacement. At replacement the lead was checked via the psa and all measurements were within normal parameters with nothing abnormal see. The physician then queried that there may be a connection or header issue and has requested an analysis report on the explanted device. A new device was connected to same implanted ventricular lead and all checks were normal.

Manufacturer narrative:
- The electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the atrial and the ventricular silicon caps were not punched in the middle, indicating that the screwdriver has been inserted in the setscrew cavities or not enough. In addition, no tightening marks on the atrial and the ventricular setscrew tips were noted. Those observations indicate an incorrect/ incomplete lead connection to the pacemaker at both channels and therefore explaining the capture failure, as well as, the abnormal ventricular lead measurements described in the complaint. - based on the available data, no issue is suspected on the subject pacemaker.